Event description:
A hospital (B) (4) reported via our distributor that the heaterwire alarm of the respiratory humidifier went off when in use with an rt212 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the electrical resistance of the heater wire in the returned breathing circuit was tested using a multimeter. Results: one of the breathing circuit heater wires was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. Our monitoring and trending of open circuit heater wires on adult breathing circuits has a rate of occurrence worldwide (B) (4).